Event description:
It was reported that the patient had an MRI of the left foot on (B)(6) 2026 for a dbs-unrelated surgery, and they had a severe return of tremor shortly after the procedure. This had not resolved when he was seen by his neurologist on (B)(6) 2026. It was confirmed on (B)(6) 2026, by viewing the timeline in the events tab on the clinician programmer, that his dbs system was placed in MRI mode on (B)(6) 2026 and exited MRI mode on the same day. It was also confirmed that the patients dbs system was not turned off for his surgery on (B)(6) 2026. The patient reported that the surgeon said it was not necessary to turn the dbs off. The patient was unclear as to if any of electrocautery was used during this procedure. Also noted in the timeline, there was an event on 2/15/2026 which shows therapy unavailable at 15:27 that day. When the patient was seen by his neurologist on (B)(6) 2026, the settings for the left and right hand were increased in order to resolve the tremor. The impedance check showed all impedances are in range. Manufacturer representative (rep) reports the issue is resolved at the time of report. Additional information was received from manufacturer representative (rep). Rep reported the cause of the therapy being unavailable is unknown. Rep reported the patient (pt) does not know if bipolar cautery was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.